Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. It was reported that the pump was not in use and there was no interruption in therapy because patient had a backup pump available. No adverse patient effects were reported.